Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus in service technical support representative stated on behalf of the customer, the evis exera iii colonovideoscope experienced insufficient or incorrect reprocessing of the scope. This was used for the next procedure. The event occurred during reprocessing. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's understanding differing from the olympus recommendation in device handling and/or reprocessing steps. The suggested event is detectable and preventable by handling the device in accordance with the following instructions for use (IFU): the IFU includes the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The IFU includes the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended to the user facility to request olympus to repair without clinical use when an abnormality, such as leakage or damage, is found from the device. Olympus will continue to monitor field performance for this device.